Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a defective cable insulation at the tip. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did received the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.